Event description:
One patient was involved in the reported incident. The incident report describes the following: the guidewire broke during the implant. The physician was trying to implant the lv lead and the distal area of the guidewire broke inside the patient. Patient is ok. Procedure could be completed.